Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "resets to main screen when moving on pole clamp", which was confirmed through a review of the event history log. Evaluation reproduced the reported symptom, finding the pump would reset when the rear case was manipulated. The j6 connector was not closed properly which caused intermittent continuity. The j6 connector was secured to correct this condition.

Event description:
It was reported that a spectrum pump "resets to main screen when moving on pole clamp". It was also reported there was no patient involvement.